Manufacturer narrative:
Bayer radiology service depot received and examined the subject injector head. It was determined that contrast media build-up led to the degradation of the heat maintainer connectors; no internal damage was observed. Bayer product analysis reviewed the complaint record and service reports. The cause of the reported problem is conductive contrast entering the connection system and creating a current path between the conductors. From this a high current condition resulted, ultimately causing material deformation and degradation of the surrounding plastic connectors and wiring insulation. This event was initiated by an accidental contrast spillage and is not a product malfunction. Due to potential for burn/injury due to a high surface temperature hazard this event is reported; however, there was no injury or property damage during this event. The stellant operations manual warns to "avoid fluid entry into system components." "Note: if contrast medium has leaked inside any component of the system, the affected subassembly should be disassembled and cleaned by medrad service personnel or returned to medrad factory service."

Event description:
We received the following information from the site: a CT technologist reported a smell of rubber burning. The technologist entered the scan room to find the source of the smell and observed puffs of smoke coming from the stellant injector head. The electric was disconnected to the injector. There was no injury or adverse event reported.